Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received and continued after performing a pump supply change. The customer's blood glucose (bg) level was 220mg/dl during second event date; customer could not recall bg level for first event date. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion.